Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead dislodged. The lead was replaced. The patient was a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Event description:
Additionally the patient had symptoms of dizziness, loss of balance and hemiparesis of right leg. The right atrial (ra) lead also had high threshold and was reprogrammed before it was replaced.